Manufacturer narrative:
Sample, qc, and calibration information were not provided. Service was not dispatched since this is a reagent issue. Changing reagent lots has resolved the issue.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an erroneous positive rheumatoid factor results generated by the unicel dxc 600i synchron chemistry analyzer the erroneous results were reported out of the laboratory and questioned by the physician. Initial patient samples readings were between 20-30 iu/ml. Upon repeat using an different reagent lot, much fewer results were obtained. In addition, the customer sent the samples out to a reference lab for testing. The results of < 20 iu/ml were obtained. Per customer, no patient treatment was affected by this event